Manufacturer narrative:
As reported by the distributor, the product was received with the secondary packaging unsealed and opened. The packaging was opened and it was verified that the catheter was out of the primary package and was loose. The primary packaging was noted to have a stiletto like cut. The product was not damaged, however the sterility was compromised. Attempts to gather further information have been unsuccessful.  The product was not returned for analysis. A review of the manufacturing documentation revealed no anomalies during the manufacturing and inspection processes. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned to not use open or damaged packages. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported by the distributor, the product was received with the secondary packaging unsealed and opened. The packaging was opened and it was verified that the catheter was out of the primary package and it was loose. The primary packaging was noted to have a stiletto like cut. The product was not damaged, however it had lost the sterility.

Manufacturer narrative:
One non-sterile unit of a 6f .070 al. 1 sh 100cm guiding catheter was received coiled for analysis inside a plastic bag. Neither its original packaging box nor the secondary packaging was returned for analysis. Per visual analysis, the unit was received kinked on body shaft of catheter at 13.5 cm, at 44.2 cm, at 80.1 cm and at 84.6 cm from the ID band. No other anomalies observed. The catheter od and ID were measured near to the kinked areas and results were found within specification. A review of the manufacturing documentation revealed no anomalies during the manufacturing and inspection processes. The reported event by the customer as ¿packaging/ pouch/box-compromised sterility - seal open¿ and ¿packaging/ pouch/box-frayed/split/torn - inner package¿ were not confirmed since none of the original packaging boxes were returned for analysis. However, kinked conditions were observed on the units received. Nonetheless, the kinked condition found on the catheter could not be conclusively determined during the analysis. According to the product instructions for use, users are cautioned to not use open or damaged packages. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken.